Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details regarding the reported event; however, this information could not be retrieved. Although the upn was available, we are still unable to provide the complete UDI. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for the ultrasound examination of the target lesion. Upon completion of the final intravascular ultrasound (ivus) imaging, entanglement occurred between the catheter and unknown wire outside the patient body during removal. The procedure was successfully completed without any patient injury.